Event description:
Caller reports back to back results of 196 mg/dl on inform system #2 compared to results of 406 mg/dl on inform system #1. Caller reports 2 different strip vials were used with the same strip lot number. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in inform system #2. Please see medwatch with a1 patient for suspect device in inform system #1.